Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers 4.1 and 4.2, most of the cubies are showing as 'device not detected on bus'. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in auxiliary half-height drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) removed all trays, pockets, and cubies, vacuumed the bottom of the drawer, and cleaned all contact points for the row board cable, trays, and pockets. The fse also reseated the retractor cables, which resolved the 'not on bus' issue. After a reboot, full-height drawer 5 on the main unit and auxiliary drawer, row d, were also found to be not on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers 4.1 and 4.2, most of the cubies are showing as 'device not detected on bus'. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.